Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate. The implant came out when the doctor was trying to place the healing abutment. However, no other adverse events were attributed with this issue and the patient is reported to be "doing fine " currently. There was no abnormality noted with the implant itself. The DHR was reviewed with the provided lot number and no discrepancies were noted with the implant itself. The complaint is to yet to be returned and more results will be available upon completion of evaluation and investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The doctor reported that the implant failed to osseointegrate. The implant was placed on (B)(6) 2016 at tooth location#8. The implant was placed on (B)(6) 2016 and explanted on (B)(6) 2017. The implant came out when the doctor was trying to place the healing abutment. The patient bone type was type ii and general bone loss was reported and the implant site was grafted. The patient was stated to have diabetes, high blood pressure, tonsillitis, allergies to amoxicillin and sulpha drugs and has undergone cancer treatment. However, no adverse events were reported and the patient is reported to be " doing fine" currently.